Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. Attempts to obtain information cannot be performed as the reporter asked to remain confidential. A conclusive cause for the reported patient effect of serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. The patient effect of dissection is listed in the prostyle instructions for use (IFU), potential adverse events, section 9.0 as potential adverse event associated with use of vessel closure devices. The reported patient effects of dissection is a known inherent risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is unknown as the part and lot number were not provided. Medwatch report #mw5188960.

Event description:
User facility medwatch report received that states, "(B)(6) has been (B)(6). The hospital would (B)(6). There was a (B)(6) with a patient on (B)(6) 2026 at (B)(6) involving an (B)(6) where dr. (B)(6). Dr. (B)(6) was the (B)(6) present for the case. (B)(6) was in a different case on the (B)(6) but had the same exact (B)(6) w/ dr. (B)(6) on (B)(6) 2026. It was a "(B)(6)" and (B)(6) made a (B) (6) for (B)(6) discussing how to (B)(6). (B)(6) immediately alerted the (B)(6) on (B)(6) 2026, after the (B)(6), that this was a (B)(6) and (B)(6) with (B)(6) to stay in compliance with the FDA (B)(6). (B)(6) that the proper reporting procedures were filed, as an (B)(6). A few weeks after the (B)(6). (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 3160. Device: 3023, 1536. Ref: mw5188959. Additional information received on 6/5/2026 for report (B)(4)/mw5188960 to remove 803.22 disclaimer statement. (B)(6) has been (B)(6). The hospital would (B)(6). There was a (B)(6) with a patient on (B)(6) 2026 at (B)(6) involving an (B)(6) where dr. (B)(6). Dr. (B)(6) was the (B)(6) present for the case. (B)(6) was in a different case on the (B)(6) but had the same exact (B)(6) w/ dr. (B)(6) on (B)(6) 2026. It was a "(B)(6)" and (B)(6) made a (B)(6) for (B)(6) discussing how to (B)(6). (B)(6) immediately alerted the (B)(6) on (B)(6) 2026, after the (B)(6), that this was a (B)(6) and (B)(6) with (B)(6) to stay in compliance with the FDA (B)(6). (B)(6) that the proper reporting procedures were filed, as an (B)(6). A few weeks after the (B)(6). (B)(6). Pt code: 3160. Device codes: 3023, 1536. Ref report: mw5188959."